Manufacturer narrative:
(B)(4). Upon reassessment, it was identified that the product was not involved in the reported event. The previously submitted initial report should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: 00784803301, kinectiv modular neck, unknown; unknown, unknown head, unknown; unknown, unknown liner, unknown; unknown, unknown cup, unknown; report source, foreign: events occurred in (B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-06688. Product location unknown.

Event description:
It is reported that the patient has been indicated for revised due to disassociation. The neck component separated from the stem component. The load was not added because the patient's leg was paralyzed. Attempts have been made and additional information on the reported event is unavailable. No additional patient consequences were reported.